Manufacturer narrative:
97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had to replace several pieces of equipment last month, 3 weeks to a month ago.. Patient stated that since they got the replacement parts, they are back on no battery every single day and they have to do charge every day, which is not what they had before. Agent asked patient if they were referring to stimulation turning off; patient said no and that the replacement parts were causing the issue. Patient mentioned that they are still able to use the recharger, but the amount of charge going in for stimulation is being used more than it has been before, and they don't know why. Patient noted that the controller drains quicker than usual and that stimulation goes in one day instead of 2 like it used to. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powers on. Patient inserted the battery and con firmed controller is 60% and implant is low battery and stimulation was off. Agent asked if patient wanted to keep the stimulation off or turn it back on; patient said they want the stimulation back on. Agent walked patient through turning stimulation back on. Patient then connected the recharger and confirmed recharging excellent. Patient then stated that the controller kicked them out of the charge session and then jumped right back in. When asked for an event date; patient mentioned the issue started when they got the replacement part. Patient was insistent that the battery pack was part of the issue. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack. Patient was hard to track and follow with their explanations. Patient called back in stating when recharging the ins they got stuck on checking the charger/looking for device. Patient mentioned they reset the controller multiple times. Patient also mentioned the recharger and battery pack was replaced but still not working. Patient was demanding for a new rtm because it had been quite painful without the stimulator.